Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer has called to report that some of his buttons have stopped working. Yesterday customer discovered up and down buttons are not working. No adverse event alleged. The pump is being returned and replaced.